Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. One month later, the patient was diagnosed with claudication and a computed tomography scan revealed that the proximal end of the device had compressed. In addition, a proximal type I endoleak was identified. In 2008, a gore excluder aaa endoprosthesis aortic extender component was implanted. The device compression and proximal type I endoleak were successfully repaired. It was reported that the patient tolerated the procedure and the claudication has resolved.